Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable¿s inline connector being difficult to connect was confirmed, as the returned modular cable (lot number 7647518) was observed to have several bent pins, and one broken pin, upon arrival, which would have made the inline connector difficult to connect. The provided log file from the returned system controller (evaluated separately), as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 1 hour ((B)(6) 2021, 19:53 ¿ 20:55 per time stamp). The patient¿s speed was observed to be 0 rpm throughout the beginning of the data, and driveline disconnect flags were intermittently observed. A driveline power fault alarm became active at 20:09, correlating to a damaged power a line, and remained active throughout most of the remainder of the data. The patient¿s pump speed also resumed speeds above the low speed limit at 20:09 when the driveline was reconnected. The driveline was disconnected again at 20:24 and reconnected within the same minute. No other notable events were observed. The modular cable¿s pins were straightened in order to conduct testing. The mod cable¿s damaged pin correlated to its power a line, consistent with the observed flag in the log files. The mod cable was functionally tested and was found to perform as intended despite its damaged pin. The cable¿s inner wires were also tested with a fixture and were all found to be functional as intended. The root cause of the damage to the pins was unable to be conclusively determined through this analysis. Per additional information, the damage to the mod cable may have occurred due to incorrect connection attempts of the inline connector by the patient. The reported driveline power fault occurred due to a damaged fuse within the returned system controller, which appeared to have been caused by the damaged mod cable being attempted to be reconnected multiple times with its damaged pins. Damage to the controller has been addressed via the controller¿s investigation. The heartmate 3 patient handbook instructs users to never disconnect the mod cable from either the controller or the inline side, as disconnecting the driveline will cause the pump to stop. The heartmate 3 patient handbook addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the modular cable, lot number 7647518, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient was in recovery and being prepared for discharge training. On (B)(6) 2021 at night a driveline disconnect alarm was activated. The patient had low flow events. The nurse recognized disconnected modular cable from percutaneous driveline. As patient became unconscious the team started cardiopulmonary resuscitation (CPR). After an unsuccessful attempt to reconnect the driveline, a few pins were bent. A new modular cable was used and the pump was restarted. An lvad driveline power fault the occurred. The patient's controller was replaced and no additional alarms were noted. The patient was extubated on (B)(6) 2021 and is recovering. Patient was noted to have respiratory failure during the event and required intubation. The patient did not have a neurological deficiency. It was noted that it was very likely that the patient disconnected the modular cable themselves. The event resolved without sequelae on (B)(6) 2021. Related manufacture number: 2916596-2021-03140 (pump) and 2916596-2021-03082 (controller).